Manufacturer narrative:
Patient city: (B)(6). Patient country: united states. Initial and final (B)(4) - device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that the plastic cannula had been bent event on (B)(6) 2026. The patient blood sugar had increased. No further information availability.